Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the issue of the water/air nozzle being clogged was confirmed. The nozzle was clogged with an unknown foreign material that could not be removed. The zoom function failed due to the zoom wire being broken. The insertion section was wrinkled. The scope cover was damaged, and the light guide tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the water/air nozzle was clogged and failed on the evis lucera gastrointestinal videoscope. The issue was detected during reprocessing. The intended diagnostic procedure was completed with the similar scope and the evis lucera elite video system center with no surgical delay. No patient injury or procedure impact was reported.